Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported during troubleshooting a fluid leak after completing treatment. The patient was advised to discontinue use of the cycler and to contact the clinic nurse. The patient indicated that continuous ambulatory dialysis would be performed. Follow up with the patient indicated that there was no complications as a result of the alleged event. The patient reported informing the clinic of the alleged event. There was no medical intervention. The liberty select was replaced. The patient resumed treatment on the replacement cycler.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed on the cycler with no issues noted. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
'.'